Event description:
The customer tested her blood glucose using her contour meter and received readings of 90 and 100 mg/dl. She retested using another meter and received readings of 230 and 270 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.